Event description:
Per the clinic, the device was explanted (B)(6) 2025, for unspecific medical reasons. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection (site of infection not confirmed). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. Device analysis report attached.